Manufacturer narrative:
The reported event of ble unavailable was resolved by interrogating the device using a merlin programmer, this is indicative of a ble lockout which is per device design. No further investigation is required at this time. If the issue persists, the investigation will be re-opened.

Event description:
New information received indicates that the device actually exhibited ble lockout. The alert was cleared and the device was able to pair. There were no known patient consequences.

Manufacturer narrative:
Correction - d6a - implant date should have been (B)(6) 2022.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a suspected bluetooth malfunction. No intervention was performed. The patient condition was unknown.